Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 41 mg/dl. Customer suspected current basal rate settings caused low bg level. Customer consumed snacks to address low bg level. After consulting with a healthcare professional, customer corrected basal rate settings with tandem technical support.